Manufacturer narrative:
One zireal post with one zireal hexed screw were returned for inspection with an attached crown. A visual inspection revealed both the abutment and screw show moderate signs of wear from use. The screw was confirmed to be fractured in the middle of the threaded region. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause for the complaint could not be determined. The following sections have been updated.

Event description:
It was reported that the zirconia abutment fractured. It happened during the first week of (B)(6).